Event description:
Pt underwent lumbar laminectomy and fusion in 2002. The pt underwent add'l surgery for return of pain and unstable hardware where a screw was noted to be broken. The screw was not removed. No further complications during the re-op were mentioned.